Event description:
The customer reported that the sys had an overload fault and shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The high voltage cable was regreased during the svc call. The sys was tested and found to be working as intended and put back into svc.